Event description:
On (B)(6) 2011, the pt underwent an unanticipated revision surgery due to the breakage of the stem involved. The surgeon reported that the stem broke below the neck of the device, while the pt was in an upright position. The surgeon's opinion is that there was a subsidence because of undersized stem, moreover, the pt described that he heard a metallic sound during the abduction. It was noted by the surgeon that the pt has one limb shorter than the other of about 1.5 cm.

Manufacturer narrative:
The subject device is not cleared for sale in the u.s., but a similar device is commercially available in the u.s. When completed, the eval summary will be submitted in a supplemental report.